Event description:
It was reported that during a laparoscopic colon procedure, the devices delivered incomplete staple lines. The procedure was completed with a like device. There was no adverse consequence to the patient.

Manufacturer narrative:
Additional lot number: 4206c